Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: zubarevich a, zhigalov k, rad aa, et al. Open transcatheter multivalve replacement in degenerated valve prostheses in high-risk patients with endocarditis. Brazilian journal of cardiovascular surgery. 2021 feb. Doi: 10.21470/1678-9741-2020-0394.

Event description:
Through review of medical article "open transcatheter multivalve replacement in degenerated valve prostheses in high-risk patients with endocarditis" the following event was identified as pertaining to an edwards device: a (B)(6) female patient with a 21mm aortic pericardial valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approx. 2 years due to calcific degeneration leading to severe stenosis. A 23-mm sapien 3 ultra transcatheter valve was implanted within the edwards surgical device. As reported, the patient presented with progressive dyspnea and cardiac decompensation due to severe stenosis of degenerated mitral and aortic valve prostheses [non-edwards mitral valve] and concomitant infective endocarditis (ie) of the tricuspid valve (tv). Echocardiogram showed good left ventricular function (lvf), severe stenotic av and mv prostheses and infective vegetation on the tv. The right ventricle (rv) was enlarged with a slightly impaired function and a systolic pulmonary arterial pressure of 80 mmhg. Pet-CT scan confirmed ie of the tv. Blood cultures showed infection by staphylococcus capitis and staphylococcus epidermidis. During same surgery a non-edwards surgical device was implanted in the tricuspid position and a 26mm sapien 3 ultra valve was implanted within the degenerated non-edwards surgical mitral valve. The intraoperative transesophageal echocardiography showed satisfactory function of all three corrected valves with no paravalvular leakage of the transcatheter prostheses and a mild tv regurgitation. No further information is available.